Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt vein. A 6.0mm x 100mm x 50cm athletis balloon catheter was advanced for dilation. During the procedure, on the first inflation at 30 atmospheres for 40 seconds, the balloon ruptured. The device was removed without any problem and was replaced for another of the same model to complete the procedure. No complications reported, and patient status was good.